Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 18.2 mmol/l. The customer tried multiple batteries but the pump was still blank. The customer was not able to bolus after her dinner. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to b1 on the interface board broken solder joint and lifted traces. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked case at the display window corner, minor scratched display window and missing the end cap sticker.